Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. [See attached file.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (2240) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2005 through (B)(6) 2017, and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6) 2006 through february (B)(6) 2007, and (B)(6) 2007 through (B)(6) 2008 were not provided for review. Patient information: medical history: morbid obesity: (B)(6) 2005: 358 lbs., bmi 48.68, (b)(60 2005: ¿morbidly obese¿, (B)(6) 2008: 323.8 lbs., bmi 45.26, (B)(6) 2009: 320 lbs., bmi 44.8, (B)(6) 2010: ¿super obese¿; ¿close to 400 pounds¿ bmi approx. 54.2, iron deficiency anemia, gastroesophageal reflux disease [gerd]. Surgical procedures: date unknown: gastric bypass; roux-en-y, (B)(6) 1997: cesarean section, (B)(6) 1999: cesarean section, (B)(6) 2005: laparoscopic repair incarcerated incisional hernia with gore-tex mesh. Incarcerated omentum; adhesions. Implant: gore® dualmesh® biomaterial. (B)(6) 2005: repair of recurrent incisional hernia with gore-tex dualmesh. Implant: gore® dualmesh® biomaterial (B)(6) 2008: debridement of abdominal wall with removal of gore-tex mesh. Compartment mobilization. Repair of hernia with alloderm graft. Implant #1 preoperative complaints: (B)(6) 2005: CT abdomen/pelvis [a/p]. ¿ventral hernia, abdominal pain. Impression: left infraumbilical ventral hernia, contains loops of small bowel, as well as a portion of the colon. No evidence small bowel or colonic obstruction or strangulation.¿ (B)(6) 2005: ¿was being worked up for abdominal pain, incisional hernia identified. Had her surgery in 1999; cesarean section. C/o bulge left lower quadrant. Exam: unremarkable, except; moderate size incisional hernia present on left side, tender to reduction. Impression/plan: incisional hernia in morbidly obese female. Because of patient¿s size and location of hernia, recommended laparoscopic hernia repair.¿ (B)(6) 2005: indication: ¿the patient is a 36-year-old morbidly obese female who presented to my clinic with a tender, lower abdominal incisional hernia. She was status post cesarean section. We discussed surgical approaches to the hernia. Because of her large size and that the hernia was present on the lower abdomen in the region of her apron, it was decided to approach this laparoscopically due to the concern about possible infection.¿ implant #1 procedure: laparoscopic repair of incarcerated incisional hernia with gore-tex mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc08/03339623, 26cm x 34cm x 1mm thick, oval]. Implant #1 date: (B)(6) 2005 [hospitalization (B)(6) 2005]. Description of hernia being treated: ¿a right upper quadrant incision was made and using an optiview the peritoneal cavity was entered under visualization. Pneumoperitoneum was then created. Under direct visualization, a 10-mm trocar was inserted in the left upper quadrant, a 10-mm trocar was inserted in the right lower quadrant, and a 5-mm trocar was inserted in the left lower quadrant. There were 2 hernia defects present. There was incarcerated omentum along the midline. This was taken down using a harmonic scalpel. It was difficult to completely remove due to the adhesions within the hernia sac. The defect where the incarcerated omentum was located was present along the midline, just inferior and left of this defect a second larger defect was present.¿ implant size and fixation: ¿using gore-tex dualmesh, both of these hernias were covered and secured with origin tacks. There was concern about whether there was good enough coverage along the inferior aspect. A portion of dualmesh which had been excised was then placed over the lower aspect of the lip and also secured with origin tacks circumferentially. Cortex-to-cortex tacks were also placed. The trocars were removed without evidence of bleeding. An incision was made over the location of the hernia defect. Bluntly was taken through the subcutaneous tissue into the hernia sac. A 19 blake drain was then inserted into this area to serve as a drain for the hernia sac. It was brought out through a separate stab wound incision. Subcutaneous tissue was irrigated. The skin was stapled closed... Operative findings: two large hernia defects, 1 with incarcerated omentum.¿ (B)(6) 2005: discharge summary. ¿hospital course: underwent laparoscopic ventral hernia repair. Was found to have two large hernia defects. One had incarcerated omentum. The defects were repaired using dual mesh. Had significant postop pain requiring IV analgesics.¿ relevant medical information: (B)(6) 2005: ¿c/o [complaining of] gold colored watery drainage at jp drain site. No fever or chills. Tenderness at incision sites. Incision sites well-healed. Staples were removed. At the jp drain site, the skin was painted with betadine and infiltrated with lidocaine. This was closed with two stitched [sic] of 4-0 chromic.¿ (B)(6) 2005: ¿no complaints. Exam: incision sites are well-healed. Impression/plan: no evidence of recurrence. Doing well. Explant #1, implant #2 preoperative complaints: (B)(6) 2005: ¿c/o bulge, tenderness in prior incision. No nausea, vomiting, fever, chills, regular bowel movements. Exam: fullness in area of prior hernia. Unclear whether it scar tissue or recurrent hernia. Impression/plan: pain around umbilical area, to the right, 1-2 months. CT abdomen.¿ (B)(6) 2005: CT abdomen/pelvis [a/p]. ¿impression: abdominal wall hernia repair since prior examination. Two defects within anterior abdominal wall consistent with abdominal wall hernias seen on current examination. The more superior contains mesenteric fat with mild amount of fat stranding and small area of fluid density. The more inferior abdominal wall hernia contains several small bowel loops, both opacified and non-opacified with mild to moderate fluid within its more inferior aspect. No evidence of bowel obstruction or bowel wall thickening.¿ (B)(6) 2005: surgery note. ¿here regarding recurrent incisional hernia. Pain in the lower abdomen. No nausea or vomiting or change in bowel movements. Exam: unremarkable, except; morbidly obese, abdomen tender to lower quadrant. Impression/plan: CT scan reviewed, recurrent incisional hernia. Discussed risks, benefits of hernia surgery. Plan for open hernia repair.¿ explant #1, implant #2 procedure: repair of recurrent incisional hernia with gore-tex dualmesh. [Implant: gore® dualmesh® biomaterial, 1dlmc08/03757594, 26cm x 34cm x 1mm thick, oval] explant #1, implant #2 date: (B)(6) 2005 [hospitalization (B)(6) only]. Description of hernia being treated: ¿lower midline incision was made overlying the hernia sac. This was taken down through the subcutaneous tissue. Hernia sac was identified and was dissected circumferentially to the open area of the fascia. Hernia sac was then opened. Omentum and intestines were reduced to the peritoneal cavity. The sac was then excised and discarded. The prior mesh was then excised to the fascia. Hernia defect was then approximately 10 x 12 cm.¿ implant size and fixation: ¿dualmesh was then obtained and was secured circumferentially using interrupted 0 surgilon suture. Two 19 blake drains were positioned overlying the gore-tex patch. One was brought out through the left lower quadrant and the other brought out through the right lower quadrant. Subcutaneous tissue was closed with interrupted 2-0 polysorb. Skin was stapled closed. Operative findings: a recurrent hernia with small bowel and omentum contained within the hernia sac.¿ (B)(6) 2005: pathology. ¿gross description: the specimen consists of a 170 gram portion of lobular yellow adipose fibro membranous tissue, consistent with omentum measuring 14.0 x 7.0 x 4.0 cm. On cut section, the parenchyma is comprised predominantly of lobular soft yellow adipose tissue. There is a focal area of blood clot with surrounding semi-firm yellow white fat necrosis measuring 2.0 x 2.0 x 1.5 cm. Microscopic description: the sections show a layer of dense fibrous tissue in areas covered by mesothelial cells. Contiguous with the fibrous tissue there are portions of adipose tissue with areas of fat necrosis and fibrosis where there are aggregates of hemosiderin pigment. In section 2 there is a space containing blood and surrounded by fibrosis and numerous hemosiderin-laden macrophages. There is no evidence of malignancy.¿ (B)(6) 2005: discharge summary. ¿patient was morbidly obese, admitted for pain control. At time of discharge pain was well controlled with oral analgesics.¿ relevant medical information: (B)(6) 2005: ¿exam: incision sites are well-healed. Impression/plan: drains removed without difficulty; staples removed.¿ (B)(6) 2005: ¿exam: incision sites well-healed. No evidence of recurrence. Impression/plan: doing well. Can go back to work after 1st of year.¿ (B)(6) 2006: ¿c/o lump area of incision. Exam: incision sites healing well. Impression/plan: fullness corresponds to scar tissue; pt reassured.¿ (B)(6) 2006: ¿recently diagnosed with superficial thrombophlebitis; located on medial aspect of right leg. Overall feeling well. Exam: abdomen soft, nontender. Incision site well healed. No evidence for recurrence or seroma. Impression/plan: doing well. Follow up prn [as needed].¿ medical records from (B)(6) 2006 through (B)(6) 2007 were not provided. (B)(6) 2007: ¿lower abdominal swelling with tenderness, off and on past four months. Presently not tender. The discomfort does not stop her for doing daily activities. Exam: not able to identify an incisional hernia. Impression/plan: lower abdominal pain without evidence of incisional hernia. At this time, she is asymptomatic. Discussed the possibility of obtaining a CT scan. At this time, she feels comfortable treating conservatively; if pain returns, will contact clinic and proceed with scan.¿ (B)(6) 2007: ¿cc [chief complaint]: lower abd [abdomen] pain yesterday; at incision from previous surgery. Had some nausea. Appetite decreased. Worried about recurrence of incisional hernia. Exam: abd obese, bs [bowel sounds] normal, soft, nontender. Pt directs attention to the central lower abd as the area where she thinks she is getting a hernia, none is palpable, but exam difficult due to obesity. Impression/plan: abd pain. Discussed hernia, other etiols [etiologies], w/u [work up] ed [emergency department] for CT [cat scan].¿ medical records from (B)(6) 2007 through (B)(6) 2008 were not provided for review. Explant #2 preoperative complaints: (B)(6) 2008: surgery consult. ¿recurrent bulge prior hernia site. Wt. [Weight] 147.2 kg [323.8 lbs.], bmi 45.26. Exam: unremarkable, except; reducible hernia. Impression/plan: recurrent incisional hernia. Explained that because of recurrence, would like to repair with cadaver alloderm patch. She wishes to wait until mid-june until after the school year is over. Discussed issues with her weight. Has lost approximately 25 lbs.¿ (B)(6) 2008: indication. ¿the patient is a 39-year-old female who has a huge ventral hernia. The patient is morbidly obese. The patient has had two prior incisional hernia repairs, initially from a cesarean section. She presented to the clinic with a recurrent painful inguinal hernia.¿ explant #2 procedure: debridement of abdominal wall with removal of gore-tex mesh. Compartment mobilization. Repair of hernia with alloderm graft. Explant #2 date: (B)(6) 2008 [hospitalization (B)(6) 2008]. (B)(6) 2008: ¿incision was made from the xyphoid to the pubis. Hernia sac was identified and was dissected from surrounding tissues. The anterior portion of the anterior rectus sheath, muscle, as well as the prior old gore-tex patch were excised and removed from the operative field. The anterior recuts sheath was mobilized from the ribs to the pubis, from the rectus muscle. Lateral to the rectus sheath the fascia was incised to allow for mobilization to midline. This was done both on the left and right side. The fascia was then closed in the midline using interrupted 0 nylon suture. Onlay patch of alloderm was then placed. There were two 20 x 16 grafts, as well as a 20 x 8 graft used to reinforce the abdominal wall. These alloderm grafts were sutured to each other as well as to the fascia. Wound was thoroughly irrigated. Two 19 blake drains were inserted through separate stab wound incisions. The overlying fat was then plicated to the alloderm patch with interrupted 2-0 polysorb to help close dead space. Subcutaneous tissue was approximated in the midline with interrupted 3-0 polysorb and the skin was stapled closed. Operative findings: huge ventral hernia.¿ (B)(6) 2008: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided. Conclusion: implant #1 gore® dualmesh® biomaterial, it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated lot #, expiration date, di # h4: added device manufacture date h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2005, including records of casarean sections in 1997 and 1999, were not provided. 05/03/05: community memorial hospital. Shaibal mazumdar. Radiology - CT abdomen/pelvis. Clinical history: ventral hernia, abdominal pain. Impression: left infraumbilical ventral hernia, contains loops of small bowel, as well as a portion of the colon. No evidence small bowel or colonic obstruction or strangulation. 06/15/05: aurora advanced healthcare menomonee falls clinic. Zane p. Prewitt, md. Office notes. Hpi: evaluate incisional hernia. Was being worked up for abdominal pain, incisional hernia identified. Had her surgery in 1999; cesarean section. C/o bulge left lower quadrant. Exam: unremarkable, except; moderate size incisional hernia present on left side, tender to reduction. Impression/plan: incisional hernia in morbidly obese female. Because of patient¿s size and location of hernia, recommended laparoscopic hernia repair. 06/30/05: community memorial hospital. Zane prewitt, md. Operative report. Pre/postop diagnosis: incarcerated, incisional hernia. Procedure performed: laparoscopic repair of incarcerated incisional hernia with gore-tex mesh. Indication: the patient is a 36-year-old morbidly obese female who presented to my clinic with a tender, lower abdominal incisional hernia. She was status post cesarean section. We discussed surgical approaches to the hernia. Because of her large size and that the hernia was present on the lower abdomen in the region of her apron, it was decided to approach this laparoscopically due to the concern about possible infection. Risks and benefits of laparoscopic repair were explained to the patient and informed consent was obtained. Description of procedure: ¿the patient was taken to the operating room by anesthesia, who induced and intubated the patient without difficulty. The abdomen was prepped and draped in a sterile fashion. The patient had received IV antibiotics. A right upper quadrant incision was made and using an optiview the peritoneal cavity was entered under visualization. Pneumoperitoneum was then created. Under direct visualization, a 10-mm trocar was inserted in the left upper quadrant, a 10-mm trocar was inserted in the right lower quadrant, and a 5-mm trocar was inserted in the left lower quadrant. There were 2 hernia defects present. There was incarcerated omentum along the midline. This was taken down using a harmonic scalpel. It was difficult to completely remove due to the adhesions within the hernia sac. The defect where the incarcerated omentum was located was present along the midline, just inferior and left of this defect a second larger defect was present. Using gore-tex dualmesh, both of these hernias were covered and secured with origin tacks. There was concern about whether there was good enough coverage along the inferior aspect. A portion of dualmesh which had been excised was then placed over the lower aspect of the lip and also secured with origin tacks circumferentially. Cortex-to-cortex tacks were also placed. The trocars were removed without evidence of bleeding. An incision was made over the location of the hernia defect. Bluntly was taken through the subcutaneous tissue into the hernia sac. A 19 blake drain was then inserted into this area to serve as a drain for the hernia sac. It was brought out through a separate stab wound incision. Subcutaneous tissue was irrigated. The skin was stapled closed. The patient tolerated the procedure well. There were no complications. Sponge and needle counts were correct.¿ operative findings: two large hernia defects, 1 with incarcerated omentum. 06/30/05: cmh surgery services. Implant sheet. Implant sticker. Dualmesh biomaterial. Lot: 03339623. Item: 1dlmc08. The records confirm a gore® dualmesh® biomaterial (03339623/ 1dlmc08) was implanted during the procedure. 07/06/05: community memorial hospital. Zane prewitt, md. Discharge summary. Discharge diagnosis: ventral hernias, one incarcerated. Hospital course: underwent laparoscopic ventral hernia repair. Was found to have two large hernia defects. One had incarcerated omentum. The defects were repaired using dual mesh. Had significant postop pain requiring IV analgesics. 07/12/05: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: c/o gold colored watery drainage at jp drain site. No fever or chills. Tenderness at incision sites. Incision sites well-healed. Staples were removed. At the jp drain site the skin was painted with betadine and infiltrated with lidocaine. This was closed with two stitched [sic] of 4-0 chromic. 07/19/05: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: no complaints. Exam: incision sites are well-healed. Impression/plan: no evidence of recurrence. Doing well. 09/28/05: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: c/o bulge, tenderness in prior incision. No nausea, vomiting, fever, chills, regular bowel movements. Exam: fullness in area of prior hernia. Unclear whether it scar tissue or recurrent hernia. Impression/plan: pain around umbilical area, to the right, 1-2 months. CT abdomen. 10/12/05: community memorial hospital. Djerrick tan. Radiology - CT abdomen/pelvis. Hx: abdominal pain s/p hernia repair. Impression: abdominal wall hernia repair since prior examination. Two defects within anterior abdominal wall consistent with abdominal wall hernias seen on current examination. The more superior contains mesenteric fat with mild amount of fat stranding and small area of fluid density. The more inferior abdominal wall hernia contains several small bowel loops, both opacified and non-opacified with mild to moderate fluid within its more inferior aspect. No evidence of bowel obstruction or bowel wall thickening. 11/16/05: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Cc: here regarding recurrent incisional hernia. Hpi: pain in the lower abdomen. No nausea or vomiting or change in bowel movements. Patient is a student as well as working at this time. She wishes to delay surgery until mid-december when her semester ends. Exam: unremarkable, except; morbidly obese, abdomen tender to lower quadrant. Impression/plan: CT scan reviewed, recurrent incisional hernia. Discussed risks, benefits of hernia surgery. Plan for open hernia repair. 12/16/05: community memorial hospital. Zane prewitt, md. Operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent incisional hernia with gore-tex dualmesh. Indications for operation: the patient is a 37-year-old female who is morbidly obese. The patient has undergone a laparoscopic repair of an incisional hernia approximately 6 months ago. This area has recurred. Risks and benefits of surgery were explained to the patient and informed consent was obtained. Description of procedure: ¿the patient was taken to the operating room by anesthesia, who induced and intubated the patient without difficulty. The abdomen was prepped and draped in a sterile fashion. Lower midline incision was made overlying the hernia sac. This was taken down through the subcutaneous tissue. Hernia sac was identified and was dissected circumferentially to the open area of the fascia. Hernia sac was then opened. Omentum and intestines were reduced to the peritoneal cavity. The sac was then excised and discarded. The prior mesh was then excised to the fascia. Hernia defect was then approximately 10 x 12 cm. Dualmesh was then obtained and was secured circumferentially using interrupted 0 surgilon suture. Two 19 blake drains were positioned overlying the gore-tex patch. One was brought out through the left lower quadrant and the other brought out through the right lower quadrant. Subcutaneous tissue was closed with interrupted 2-0 polysorb. Skin was stapled closed. Compression dressing was then applied. The patient tolerated the procedure well. There were no complications. Sponge and needle counts were correct.¿ operative findings: a recurrent hernia with small bowel and omentum contained within the hernia sac. 12/16/05: cmh surgery services. Implant sheet. Implant sticker. Implants: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc08. Lot batch code: 03757594. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc08/03757594) was implanted during the procedure. 12/16/05: community memorial hospital. Zane prewitt, md. Discharge summary. Admitting/discharge diagnosis: recurrent incisional hernia. Hospital course: admitted electively for repair of recurrent incisional hernia. Hernia was repaired using gore-tex dualmesh. Patient was morbidly obese, admitted for pain control. At time of discharge pain was well controlled with oral analgesics. 12/16/05: community memorial hospital. Mary fernandez, md. Pathology report. Accession#: cms-05-09785. Specimen: hernia sac. Clinical information: incisional hernia. Pathological diagnosis: hernia sac: connective tissue and portion of omentum with areas of fat necrosis, fibrosis and stromal hemosiderin pigment (previous hemorrhage). Gross description: the specimen consists of a 170 gram portion of lobular yellow adipose fibromembranous tissue, consistent with omentum measuring 14.0 x 7.0 x 4.0 cm. On cut section, the parenchyma is comprised predominantly of lobular soft yellow adipose tissue. There is a focal area of blood clot with surrounding semi-firm yellow white fat necrosis measuring 2.0 x 2.0 x 1.5 cm. Microscopic description: the sections show a layer of dense fibrous tissue in areas covered by mesothelial cells. Contiguous with the fibrous tissue there are portions of adipose tissue with areas of fat necrosis and fibrosis where there are aggregates of hemosiderin pigment. In section 2 there is a space containing blood and surrounded by fibrosis and numerous hemosiderin-laden macrophages. There is no evidence of malignancy. 12/22/05: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: s/p repair incisional hernia. Exam: incision sites are well-healed. Impression/plan: drains removed without difficulty; staples removed. 12/28/05: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: s/p repair incisional hernia. Exam: incision sites well-healed. No evidence of recurrence. Impression/plan: doing well. The patient is requesting to go back to work. Can go back to work after 1st of year. 01/04/06: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: c/o lump area of incision. Exam: incision sites healing well. Impression/plan: fullness corresponds to scar tissue; pt reassured. 01/08/06: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: recently diagnosed with superficial thrombophlebitis; located on medial aspect of right leg. Overall feeling well. Exam: abdomen soft, non-tender. Incision site well healed. No evidence for recurrence or seroma. Impression/plan: doing well. Follow up prn. 02/21/07: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: lower abdominal swelling with tenderness, off and on past four months. Presently not tender. No nausea or vomiting, regular bowel movements. The discomfort does not stop her for doing daily activities. Exam: not able to identify an incisional hernia. Impression/plan: lower abdominal pain without evidence of incisional hernia. At this time she is asymptomatic. Discussed the possibility of obtaining a CT scan. At this time she feels comfortable treating conservatively; if pain returns, will contact clinic and proceed with scan. 04/17/07: aurora advanced healthcare menomonee falls clinic. John a. Feilbach. Office notes. Cc: lower abd pain yesterday; at incision from previous surgery. Hpi: had some nausea; no vomiting, no diarrhea, fever yesterday; none today. Appetite decreased, has been eating. Worried about recurrence of incisional hernia. Exam: abd obese, bs normal, soft, non-tender. Pt directs attention to the central lower abd as the area where she thinks she is getting a hernia, none is palpable, but exam difficult due to obesity. Impression/plan: abd pain. Discussed hernia, other etiols, w/u ed for CT. Records for abd pain, w/u ed for CT were not provided. (B)(6) 08: aurora advanced healthcare menomonee falls clinic. Zane prewitt, md. Office notes. Hpi: recurrent bulge prior hernia site. Non-tender, no nausea, vomiting, fever, chills, change in bowel movements. Wt 147.2 kg, bmi 45.26. Exam: unremarkable, except; reducible hernia. Impression/plan: recurrent incisional hernia. Explained that because of recurrence, would like to repair with cadaver alloderm patch. She wishes to wait until mid-june until after the school year is over. Discussed issues with her weight. Has lost approximately 25 lbs. (B)(6) 08: community memorial hospital. Zane prewitt, md. Operative report. Pre/postop diagnosis: huge ventral hernia. Procedure performed: debridement of abdominal wall with removal of gore-tex mesh. Compartment mobilization. Repair of hernia with alloderm graft. Indications for operation: the patient is a 39-year-old female who has a huge ventral hernia. The patient is morbidly obese. The patient has had two prior incisional hernia repairs, initially from a cesarean section. She presented to the clinic with a recurrent painful inguinal hernia. Risks and benefits of surgery were explained to the patient and informed consent was obtained. Description of procedure: ¿the patient was taken to the operating room by anesthesia, who induced and intubated the patient without difficulty. The abdomen was then prepped and draped in a sterile fashion. Incision was made from the xyphoid to the pubis. Hernia sac was identified and was dissected from surrounding tissues. The anterior portion of the anterior rectus sheath, muscle, as well as the prior old gore-tex patch were excised and removed from the operative field. The anterior recuts sheath was mobilized from the ribs to the pubis, from the rectus muscle. Lateral to the rectus sheath the fascia was incised to allow for mobilization to midline. This was done both on the left and right side. The fascia was then closed in the midline using interrupted 0 nylon suture. Onlay patch of alloderm was then placed. There were two 20 x 16 grafts, as well as a 20 x 8 graft used to reinforce the abdominal wall. These alloderm grafts were sutured to each other as well as to the fascia. Wound was thoroughly irrigated. Two 19 blake drains were inserted through separate stab wound incisions. The overlying fat was then plicated to the alloderm patch with interrupted 2-0 polysorb to help close dead space. Subcutaneous tissue was approximated in the midline with interrupted 3-0 polysorb and the skin was stapled closed. The patient tolerated the procedure well and there were no complications. Sponge and needle counts were correct.¿ operative findings: huge ventral hernia. A pathology report detailing analysis of the device removed during the (B)(6) 08 procedure was not provided. (B)(6) 09: community memorial hospital. Zane prewitt, md. Operative report. Pre/postop diagnosis: recurrent incisional hernia. Operation performed: repair of recurrent incisional hernia with bard composix patch 13.8 x 17.8 cm. Indications: a 40-year-old female who is morbidly obese. She has had multiple incisional hernia. Risks and benefits of surgery were explained to the patient, informed consent was obtained. Procedure: ¿the patient was taken to the operating room by anesthesia who induced and intubated the patient without difficulty. The abdomen was prepped and draped in a sterile fashion. Incision was made in the left side of the abdomen overlying the hernia sac. Incision was carried into the sac. The small bowel was reduced to the abdominal cavity. Omental and bowel adhesions to the anterior abdominal wall were freed. The patch was then inserted and was secured circumferentially using interrupted absorbable tacks. Wound was irrigated. Fascia was closed with interrupted 0 prolene. Skin was closed with 4-0 nylon. The patient tolerated the procedure well. There were no complications. Sponge and needle counts were correct.¿ operative findings: a recurrent incisional hernia. (B)(6) 10: community memorial hospital. Zane prewitt, md. Operative report. Pre/postop diagnosis: recurrent incisional hernia. Operation performed: repair of recurrent incisional hernia with mesh. Indications: the patient is a 41-year-old superobese female who has had multiple incisional hernias performed. Her initial operation was a gynecologic surgery. The patient presented to the clinic approximately a month ago with a painful recurrent incisional hernia. Patient is close to 400 pounds. Risks and benefits of surgery were explained to the patient. Informed consent was obtained. Description of operation: ¿the patient was taken to the operating room by anesthesia, who induced and intubated the patient without difficulty. The abdomen was prepped and draped in a sterile fashion. Care was taken to prep the area of the panniculus, as well as her groins. The incisional hernia was located just to the left of midline between the umbilicus and the pubis. She had a large panniculus in this region. An upper midline incision was made. The peritoneal cavity was entered. Retractors were used to elevate the abdominal wall, and I then sharply and bluntly dissected adhesions from the hernia sac. This was a very difficult dissection due to the weight of her abdominal wall. I then inserted an 11 x 14 inch ventrio mesh. I used interrupted 0 prolene suture transabdominal fixation stitches to secure the mesh in 4 quadrants. I then used absorbatack to completely tack the mesh circumferentially. Wound was irrigated. The fascia was closed with looped 0 pds. Subcutaneous tissue was approximated with 3-0 polysorb and the skin was closed with interrupted 4-0 nylon. The patient tolerated the procedure well. There were no complications. Sponge and needle counts were correct.¿ operative findings: large incisional hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted, and an additional gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failure, recurrent hernia, mesh removal, additional surgery ((B)(6) 2005); debridement of abdominal wall, mesh removal, additional surgery ((B)(6) 2008). Additional event specific information was not provided.